Event description:
The customer reported that the unit of measurement setting of their freestyle mini meter changed. The meter was returned and testing confirmed the memory overwrite malfunction. There was no report of death, serious injury or mistreatment. The customer's meter was replaced.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa 16 may, 2006 letter.